Manufacturer narrative:
Device received with unresponsive keypad due to corroded keypad traces. Unable to performed the displacement test due to keypad unresponsive. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the screen lift was interfering with buttons response and it blocks them. The customer stated that scratch was on lcd only. Customer stated that they could read the display. The customer stated that insulin pump was not functioned as designed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.